Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had high thresholds due to an unknown reason. The rv lead was capped and replaced. No additional adverse patient effects were reported.